Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported on behalf of the patient that his cleo infusion set fell out when he was sweating. The blood glucose levels elevated to 450-500mg/dl so a site change occurred and a correction bolus was administered. Please reference MDR's: 2183502-2016-01681 2183502-2016-01682 2183502-2016-01683 and 2183502-2016-01685 as associated complaints.